Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the fill estimate was inaccurate across multiple cartridges. Customer's blood glucose was 235 mg/dl. Customer reloaded a cartridge and received an accurate fill estimate.